Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of pain ("pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy hysterectomy (type of energy sources used: unipolar, bipolar)). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the pain outcome was unknown. The relationship of pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: device removal was intended. Location of device: left tube, right tube (status: intact) . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-sep-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 378 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 6-mar-2018: upon internal review it was noticed that incorrect country of case was processed - wrong wucin generated. This case will be deleted from bayer database and all information was transferred to case with correct country (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of pain ("pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy hysterectomy (type of energy sources used: unipolar, bipolar)). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the pain outcome was unknown. The relationship of pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: device removal was intended. Location of device: left tube, right tube (status: intact). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.